Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. An event history record review identified a system error (se) 2046 on (B)(4) 2014. No abnormalities were seen during visual inspection. The power on self-test was done successfully. The device was able to pass a simulated therapy, but an unrelated issue was noted during the simulated therapy. The reported problem was confirmed but unable to be duplicated in the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received multiple unspecified system errors on a homechoice (hc) device. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.